Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely due to impact stress and or chemical stress caused by the chemicals used, causing the adhesive around the lens to come off, allowing moisture to into the lens causing corrosion. Since the foreign material was not on the outer surface of the scope, the foreign material could not be removed during reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the duodenovideoscope exhibited a stain inside the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.